Event description:
A contact from a dialysis center reported a blood leak in a CT 190g dialyzer noted during the middle of treatment. The contact reported the blood went into the dialysate. This was the first incident the facility has had. The blood leak was noted during the middle of treatment. A hemastix confirmed the leak. Therapy was continued with new disposables after the leak was noted. The estimated blood loss was about 300cc. The pt was okay and there was no medical intervention or pt injury associated with this incident. The facility reuses dialyzers and uses the renatron with renalin reuse system. The reuse system is current with pm and calibration. The facility has an average reuse number of about 22-23 for the CT 190g dialyzers. The facility preprocesses dialyzers and they pass a leak test upon preprocessing. This was the first use of the dialyzer involved in this incident and the dialyzer was preprocessed (including passing a leak test).

Manufacturer narrative:
Additional information: the original equipment manufacturer, nipro, reviewed the manufacturing records, process inspection records and release inspection records of the reported lot number and identified no problems with the lot. Nipro confirmed that the reported lot (06b13dx) was manufactured under normal conditions. Additionally, nipro stated "from the information that the dialyzer had been preprocessed and then passed a leak test, it is likely that the ways of handling the dialyzer after the leak test (impact caused by an accidental drop of the unit, etc.) Lead to the reported event of leakage; however, we were unable to identify the specific cause of the event. This type of report will continue to be monitored through monthly trend analysis to establish the need for further investigation.